Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of one ce intermate lv 250, in which the inner chamber ruptured towards the end of the infusion. There was no patient injury or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.